Event description:
Patient scheduled for an endometrial ablation with novasure device. The first device used would not work, light that said "vacuum on" would not go out and device would not work. Second device opened and placed into uterus. When the cavity assessment would not pass the test, we abandoned the the novasure procedure and then continued the case by using another manufacturer's ablation device to ablate the uterus. The question of user error did come up.